Event description:
It was reported that a spectrum iq pump door sensor did not detect that the door was closed. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, the reported 'door sensor does not detect door is closed' was confirmed through visual review as the door was hard to close. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a hard to close door. The cause of the condition was determined to be the case shimming. The case shimming requires removing to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.